Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82. On (B)(6) 2016, no further patient information had been forthcoming. This issue was previously reported under MFR report# 3008344661-2016-00017 as part of a multiple patient identifier. (B)(4).

Event description:
The customer reports that on (B)(6) 2016, the assay file for the re-standardised architect (B)(4) assay (assay number (B)(4)) was loaded onto the architect i2000sr analyzer in order to perform a comparative study with the former assay (assay number (B)(4)) before placing it into routine use. The customer then planned to continue using assay number (B)(4) until the study was complete. At some point, the customer noticed that the interpretation rules for assay number (B)(4) had changed. The following was provided by the customer: (B)(6). After installation of the new assay file: (B)(6). Patient results were being reported based on the interpretation rules in the new assay file for assay number (B)(4) and as a consequence 45 patient results were released with the incorrect interpretation. Of these 45, six received unnecessary vaccinations. No individual specific patient data / information is available. There have been no serious injuries reported due to this issue. The customer states that no one in the lab edited the assay files for assay number (B)(4). Abbott registration could not find any similar customer calls for this issue and has requested that the customer send the error log and assay parameter log for review.